Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. More information are requested. Conclusion is not yet available. Investigation still in progress.

Event description:
Roi-c: mc9001r broken thread in cage. When attaching anchors, the cage and the thread of the setting instrument got broken . Distal end is in cage. Surgery completed with a competitor cage. Surgery delayed 90 minutes. Patient state of health is good. Additional information were requested.

Manufacturer narrative:
This medwatch is sent following an additional information. The device were received and examined. Product received at ldr medical in june 13th. 2018 : visual & functional examination shows no particular issue. Marks on anchors are evidences of a conflict between the anchors. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records, the recurrence of this type of event for this implant, & the examination of the returned products, it is assessed that the surgical steps involved were the following ones : the first anchor was not fully impacted. The second one was impacted in conflict with the first one. The cage broke due to important force related to the conflict. The threaded rod broke (before or after cage breakage) : it was probably weak due to wear but the break also occurred because of the important force related to the conflict. In conclusion, it is assessed that the root cause of issue with anchor is related to user error. The surgeon did not impacted fully the first anchor and the second one entered in conflict with the first one. The important force caused the cage & the threaded rod to break. The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).